Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was noted that the patient fell 3 months ago and landed on his shoulder. He did not fall on his device, and the patient confirmed he had just tripped. In addition, ra auto threshold (raat) tests showed there was low evoked response. Furthermore, there appeared to be some intermittent farfield signals on the ra electrogram (egm) and possible myopotential oversensing on the ra lead in unipolar. Technical services (ts) recommended further ra lead evaluation. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was noted that the patient fell 3 months ago and landed on his shoulder. He did not fall on his device, and the patient confirmed he had just tripped. In addition, ra auto threshold (raat) tests showed there was low evoked response. Furthermore, there appeared to be some intermittent farfield signals on the ra electrogram (egm) and possible myopotential oversensing on the ra lead in unipolar. Technical services (ts) recommended further ra lead evaluation. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this right atrial (ra) lead was in the hospital and it was noted that there was continued atrial noise with oversensing. It was unclear if the observes signals were true noise, farfield signals, or atrial fibrillation (af). This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.